Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in 2 segments. The stylet was still in the tip section and the helix was retracted. Resistance testing found the is-1 segment of the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to a suspected fracture of the conductor coil and physical damage of the lead body and helix. The lead was removed and replaced prior to wound closure. There were no adverse patient effects.